Event description:
In 2008, the patient reported that her infusion device was splashed with water and she noticed moisture in the cartridge compartment. She dried the compartment with a paper towel and allowed the infusion device to air dry before inserting a new insulin cartridge. No physiological effects were reported. Approx two months later, the patient reported that she mistakenly returned the replacement infusion device for evaluation. She continued to use the infusion device that was splashed with water, and she stated that now she is having issues with the piston rod. She stated that she must perform the change cartridge procedure up to 5 times before the piston rod will retract. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.